Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned yet. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication for initial surgical procedure? Were any concomitant procedures performed? Other relevant patient comorbidities/concomitant medications? Onset date/time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? Please provide a date, indication and surgical findings of mesh excision? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Was the pain resolved?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced chronic pain following mesh insertion. The mesh was surgically excised. Additional information has been requested.